Event description:
Received copy of customer's medwatch which says "crrt heparin infusion ordered: 25,000 units/250 d5w (100 units/ml) at 500 units per hour. Alaris pump programmed at 500 ml/hr. 250 ml bag infused in 45 minutes". Contacted hospital to get information and request device. Director of clinical engineering and director of risk management both reported that they do not believe the device malfunctioned in any way and do not want to send the device to us for evaluation; they believe that the cause of the event was user programming and that the device performed as designed.

Manufacturer narrative:
Manufacturer's report date: december 12, 2007. This report was filed by the manufacturer.